Event description:
See also manufacturer report #: 3004209178-2009-09793. The patient did not have therapeutic effect. It was stated that the battery was "leaking" from the ins. The ins was removed and a pump was implanted which worked well for the patient. Further information is being requested from the hcp.